Manufacturer narrative:
The pump passed the displacement test, sleep current test and active current test. Unable to download detail trace to use the power management tool however, pump history recorded multiple change battery alarms indicating unexpected battery power loss. Unexpected battery power loss confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.